Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The estimated date of the event was reported as occurring three weeks ago from (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior cuff remained loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged and bent. Based on the evidence found on the returned device, the posterior cuff was missed resulting in continued bleeding. The anterior cuff detached from the needle tip which was a direct result of the posterior needle-to-cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger resulting in the anterior cuff detaching from the needle and damaging the anterior cuff tabs. However, the following components of the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the reported information and successful test of the devices needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the complaint. There does not appear to be any indication of a lot-specific product quality deficiency. Since the device performed according to specifications, the possible cause for this complaint is undetermined. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.